Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook endoscopy acuject variable injection needle. The injection needle was advanced through the endoscope and into position. The needle would not extend from the outer sheath. The injection needle was removed from the endoscope and another device was used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned injection needle confirmed the report. During a visual inspection, we confirmed the outer sheath has a flattened area located 23cm from the distal end. This flattened area is causing resistance in needle extension because, the inner needle catheter cannot move freely inside the outer sheath at this flattened area. The length of the outer sheath measures within the appropriate specification. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the flattened area in the outer sheath is the most likely cause for the resistance in needle extension. Damaged areas in the outer sheath can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use direct the user to advance the infection needle through the endoscope in short increments. This activity will aid in device preservation. Prior to distribution, all acuject variable injection needles are subjected to a functional test to ensure appropriate needle extension and a visual inspection to ensure the product is free of kinks. A review of the device history confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.